Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable, as this component did not cause serious injury and is not considered likely to cause serious injury.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product was implanted and packaging was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the wrapping material in vacuumed pouch was missing. The procedure was completed with the implant as surgeon didn't believe it affected sterility of product. No adverse events have been reported as a result of the malfunction.